Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was treated by paramedics at his work in 2007 due to low blood glucose levels. The reporter stated that the insulin infusion pump with blood glucose monitor was reading greater than 80 points higher than the ambulance monitor. The reporter believes that the glucose monitor is not giving accurate readings, but admits to not checking with control solution or changing the battery for >4months. They did not receive any alarms or alerts on the pump. The reporter will send back the pump, and the monitor for system evaluation.